Event description:
It was reported that the patient presented for in-clinic follow-up. A device interrogation revealed low pacing impedance exhibited by the right ventricular lead. The lead was subsequently explanted and replaced. The patient was stable.